Event description:
It was reported to philips that the system¿s flexvision monitor was unable to display the live image. The patient was moved to another system to continue the procedure. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.